Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24aug2020.

Event description:
It was reported to philips that the device would not turn on when plugged into the outlet. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
G4: 08sep2020. B4: 11sep2020. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to the breaker switch was in the off position. The fse returned the breaker switch to "on" position resolve the reported issue. The device passed performance verification testing and was placed back into service. According to the information provided by the evaluation it was determined that the device did not fail to meet specifications. Following the service, the device was returned to the customer to be placed back into service. No parts were replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.